Event description:
Information received from the field notes that the patient presented in the emergency room with a non-paced rhythm of 28 bpm. The device could not be interrogated and there was no magnet response, "possible eol".